Manufacturer narrative:
Alleged failure: shaft insulation scratched/cosmetic damage. (Pass insulscan). The failures identified in the investigation are not consistent with the complaint record as the device failed insulscan. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.